Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported issue, however, the error was confirmed to have occurred via system logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 6 motor will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the customer experienced a non-recoverable error. The customer also stated that the led's on all arms of the patient side cart (psc) were yellow and the fault would recur after attempting to recover. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to perform a hard reset but the issue persisted. At time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of any patient harm, adverse outcome or injury. An isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The tfs replaced the right master tool manipulator (mtm) to resolve the issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).